Event description:
The customer reported the unit remained in a reboot cycle with ac and/or dc power which prevented start up.

Manufacturer narrative:
The device was evaluated at philips, and the failure was confirmed. Replacing the internal memory card resolved the issue.